Event description:
It was reported that the patient experienced syncope and presented to the emergency room. A pneumothorax was observed. Upon interrogation, the right atrial lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2014. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation at 4.4 cm and 4.5 cm from the connector pin. This likely contributed to the reported loss of capture.